Event description:
It was reported that the alarms sound from the suresigns vm 4 patient monitor is not coming. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt confirmed there was a speaker malfunction inop displayed. The following functional tests were performed: the philips remote service engineer (rse) talked to the customer and confirmed the speaker is defective and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the issue the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6).